Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 29-jan-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving bupivacaine 2mg/ml at 0.329mg/day, baclofen 100mcg/ml at 16.46mcg/day and clonidine 50mcg/ml at 8.229mcg/day via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient¿s medical history included chronic pain. On (B)(6) 2019, it was reported that the patient had a pump but no spinal segment was in the patient. The patient was having a routine pump replacement. Eri (elective replacement indicator) occurred on (B)(6) 2019. A back table prime was performed as the physician did not like to aspirate the catheter. The physician connected the pump the catheter. When she attempted to wind the excess catheter under pump to place the pump into the pocket the catheter pulled out and it was noted that it was cut. The physician noted she had not cut the catheter and had used fluoroscopy to confirm location of the catheter in relation to the pump. They attempted to find the other end of the catheter and it was not in the pocket. They could not find the catheter with fluoro. The physician called in the neurosurgeon to provide advise on how to proceed. The neurosurgeon did not want to put in a new spinal catheter and tie off the old. The neurosurgeon wanted to find the catheter and connect to the existing spinal catheter. Another physician took over looking for the catheter an d reviewed an x-ray of the spine and determined there was no catheter to connect to. The physician decided that no new spinal catheter was implanted and no new pump was implanted. The pump was explanted and not replaced as planned. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report and it was noted that the physician would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.